Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. D4: batch # 651c02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with no reload present and additionally two empty sales unit (gst45g & gst45w) were received. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 651c02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. Additional information was requested and the following was obtained: what tissue was the green cartridge fired on? Bronchus. What tissue was the white cartridges fired on? Pulmonary artery. Where did the oozing occur? On/around staple line. Does the surgeon believe that the air leak was related to an alleged deficiency with the echelon device? No ¿ but just want to be sure. If it is not possible to obtain further details or no additional information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9e19y, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the green cartridge fired on? What tissue was the white cartridges fired on? Where did the oozing occur? Does the surgeon believe that the air leak was related to an alleged deficiency with the echelon device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy ¿ when stapling. A lot of oozing occurred ¿ both with white cartridge as well as green cartridge. Had to stop bleeding with clips. Postop on day 5 pt is readmitted due to air leak ¿ drain is being placed and pt. Is discharged from the hospital the day after without further interventions.